Event description:
An optometrist reported that approximately seven months following photo refractive keratectomy (prk) enhancement, a patient reported decreased vision in both eyes, worse in the right eye than the left. In a follow up with the optometrist, he indicated the patient reported a foreign body sensation in the left eye, one week following the prk enhancement. The patient was seen one week later and the symptoms had resolved with no treatment. The slit lamp evaluation (sle) showed the left eye cornea to be clear and normal. The patient's uncorrected vision was 20/25 on the date of the event ((B)(6) 2014). There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance 21 cfr 803.56 when additional reportable information becomes available. (B)(4).